Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the surgeon performed a revision surgery to remove the implant.

Manufacturer narrative:
The reported event can be confirmed as the surgeon provided the patient¿s scan that showed the mandibular components had not been implanted. The surgeon did not cut enough bone based on the design plan, so the device components did not articulate easily. The complaint devices met all specifications. However, the resection was not based on the plan. Thus, the surgeon did not follow the resection plan. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.

Event description:
It was reported that the surgeon performed a revision surgery to remove the implant.